Manufacturer narrative:
Additional information: a. Patient information. Weight in kgs. 2.6.patient codes (ime/annex e): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had the following concomitant surgical procedures mitral valve repair, tricuspid valve repair and coronary artery bypass grafting (four anastomoses) through sternotomy. During the same procedure ((B)(6) 2019) a cryoflex probe powered by a cryoconsole and a cardioblate bp2 clamp and a cardioblate maps powered by a cardioblate generator were used. The left atrial appendage was successfully closed. Left pulmonary vein (pv) and right pulmonary vein (pv) conduction block were achieved. On (B)(6) 2019 the patient experienced right bundle branch block. The patient status is not recovered/not resolved. The adverse event was deemed by the site as possibly related to the concomitant procedure, study procedure and cryoflex probe. The adverse event was deemed by the site as unlikely related to the cardioblate bp2 clamp.